Event description:
Revision due to metalosis. Took stem out and head and liner put new exprt hip stem in along with new poly liner and ceramic head.

Manufacturer narrative:
The agent reported "(patient had metallosis. Removed liner, sleeve and head)." The previous surgery and the revision detailed in this investigation occurred 16.4 yrs. Apart. This investigation is limited in scope as the item(s) associated with this investigation was not returned to djo surgical - austin for examination. The surgery was completed as intended and without incident. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no other information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. A review of the implant device history records (DHR), shows that the reported component(s) used in the previous surgery met design and manufacturing requirements. There were no ncmrs associated with the product(s) that may have contributed to the reported event. The device(s) was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are in need of review. There were no findings during this investigation that indicate that the reported device(s) was defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary.